Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # unk. As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: it was the first firing of the stapler. The stapler was on the cecum, it made a noise like it was firing but it just stopped and did not fire. Several attempts were made to make it fire but it would not. Then we could not get the stapler to release. After a few tense moments it finally released. It was taken out of the sterile field then. The tissue did not appear to be to thick. No staples were deployed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, the stapler either didn¿t fire or no staples were fired. Another stapler and reload was used to complete the case. The procedure was delayed by three minutes. There were no patient consequences.